Manufacturer narrative:
On the report submitted to the agency on 08-may-2019 the previous statement is being corrected as follow: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 17-mar-2018 through aware date of 17-apr-2019. There two (2) similar complaints found during the searched period, which includes this event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation: a waste pump and two liquid diluent wash pumps were returned for evaluation. Functional testing was performed on all three pumps by performing diluent primes. All three pumps passed the diluent prime testing. The reported event could not be duplicated. The parts passed testing. Evaluation codes: method: 4109- historical data analysis; 10- testing of actual/suspected device. Results: 213- no device problem found. Conclusion code: 67- no problem detected. 4315- cause not established.

Manufacturer narrative:
A field service engineer (fse) visited the customer to address the reported event. During servicing, the fse confirmed the problem by observing the sample log. Fse reproduced the problem by priming the diluent. Fse then replaced the diluent pump, and the wash and waste pump. Fse then primed the system and ran quality controls with acceptable results. The unit was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from 17-mar-2018 through aware date of 17-apr-2019. There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2012 air detected (diluent) as indicating that "there is no contact with the liquid after the diluent suction". Troubleshooting for the error states to "contact the service department." The most probable cause of the 2012 air detected (diluent) error message has not yet been determined. The investigation is in progress.

Event description:
A customer reported 2012 air detected (diluent) error messages on the aia-360 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.